Event description:
As reported by the user facility: event 1 : bloodlines have separated above the pressure pods. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number(B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two used samples without packaging and two photographs depicting the reported defect were returned from the facility for evaluation. A visual examination of the returned samples and photographs shows detachment on the distal side of the pump segment bonded joint adjacent to the pod. Under magnification it was noted there was an insufficient amount of solvent found on tubing. The photographs returned show the same detachment of the pump segment at the pod section of the arterial line. Based on the evaluation results, the reported defect was confirmed. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, all available information regarding this occurrence has been forwarded to our mrb in order to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.